Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). Device code used for: the connecting screw could not be disassembled from the nail construct. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the following implant was used in the operation for femoral trochanter fracture. Proximal femoral nailing system (tfna fem nail ø10 125 ° l200 timo15 part number: 04.037.013s, lot # 9938400). During the operation, the surgeon confirmed that the following event occurred during his routine procedures. The chosen nail was too small in diameter nail, which was introduced. To replace this nail with another nail, the blade and then the nail was pulled out. The connecting screw could not be removed from the nail. Several attempts were made to remove the parts even with a driver, but it was not successful. By switching from tfna to pfna, the operation was finally completed successfully. The operation was delayed by 40 minutes and there were no adverse consequences for the patient. This complaint involves three parts. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Date was inadvertently omitted on the previous follow-up medwatch report (B)(4). The date should have been (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. The returned part is included in the trochanteric fixation nail- advanced (tfn-a) system and used for intramedullary fixation of proximal femoral fractures. The returned connecting screw was received unable to be disassembled from the tfna nail (04.037.013) and insertion handle (03.037.011). The reason for this is most likely due to the crack on the connecting screw which may have prevented the screw from loosening and releasing all parts involved in the complaint. The complaint could not be replicated as the devices are already jammed together. Relevant drawings for the returned instrument were reviewed (both current and from the time of manufacture. No design issues or discrepancies were identified. Dimensional analysis was not performed as the complaint condition was visually confirmed and relevant features could not be measured as screw is seized between the handle and nail preventing meaningful measurements to be taken. The lot number for the returned screw was unavailable, therefore its date of manufacture could not be determined, and a DHR review could not be completed for it. A material or hardness test was not performed as the connecting screw is inaccessible due to being seized between the handle and nail. A root cause could not be determined, as the circumstances leading to the complaint are unknown. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: name, country code; initial reporter health professional, initial reporter occupation; report source. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.